Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was subsequently explanted for normal battery depletion and was returned for testing. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal event. A download of the device data was performed and evaluated by a boston scientific technical services consultant. There were no stored episodes from the last seventy two hours. The consultant did identify stored pacemaker mediated tachycardia (pmt) episodes which occurred two days prior to the syncope. The presenting electrograms showed the device was operating as programmed. The device remains implanted and no additional adverse patient effects have been reported.